Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the chd29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic colectomy procedure that the when the surgeon fired the device he got the auditable feedback and heard the crunch, but it seemed to sound louder than normal. The device cut but only partially fired. The staples were deployed but did not form which made the device difficult to remove. Surgeon ended up cutting the device off the tissue to remove the device. More tissue than normal was removed to obtain anastomosis. Another like device was used to complete the procedure. There were no adverse consequences for the patient.